Event description:
It was reported the ventricular lead had high thresholds and impedance. Additional information received indicated the lead had fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other: it was reported the ventricular lead had high thresholds and impedance. Additional information received indicated the lead had fractured. The lead was capped and replaced. No patient complications were reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, high threshold.